Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check final line alarm was identified during a review of the event history log. Visual inspection and functional tests were performed. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.